Event description:
It was reported that during implant, after the pocket was closed, the patient¿s blood pressure suddenly dropped. Subsequently, CPR was administered. A cardiac tamponade due to perforation occurred. A pericardiocentesis was performed and the perforation was repaired. The patient was doing well and was discharged.

Manufacturer narrative:
(B)(6). Device not returned.